Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a power PICC implanted on (B)(6) 2021. Blood return was confirmed connecting with maxcore zero although cramp was used on (B)(6) 2021. There was no reported patient injury. No other information was provided.